Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). PMA / 510(k) #: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer activated split septum connector was found during use leaking around the q-syte yellow cap .there was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a device history record review found no rejected inspections or quality issues during the production of the reported batch number that could contribute to the reported issue of leakage. Six sample units were received for evaluation by our quality engineer team. During a water/air leak test, air bubbles were observed coming from the connection site of the yellow valve and leakage was observed; no other damages or leaking connections were found. Although our quality team was able to confirm the reported defect, a root cause could not be determined since the sample units did not display any adverse characteristics that would contribute to the leakage. Investigation conclusion: investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR with sample. Part #: 380510, lot #: 6064854, as reported code: leakage. Event description: leakage around the q-syte yellow tap. Lot analysis: device/batch history record review: yes, reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: this incident was an MDR. DHR review was performed on the following lot number: 6064854 ¿ this lot number was built on qfa line 1, from march 7, 2016 thru march 9, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set up and in process samples (including but not limited) for leakage, slit quality and bond/weld strength were performed throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version d was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received six used q-syte units, permanently bonded to the valve openings of the ramp. Water/air leak test: q-syte units bonded to the clear, red, green, white and blue valves: no air bubbles observed. Q-syte unit bonded to the yellow valve: air bubbles were observed coming from the connection site area between the q-syte and the yellow valve. Visual/microscopic examination: the septums were molded using the 32 cavity mold. Q-syte units bonded to the clear, red, green, white and blue valves: no physical/mechanical damage was observed on any of the external areas of the q-syte top body. Water leak test: q-syte units bonded to the clear, red, green, white and blue valves: leakage was not confirmed in the actuated or un-actuated positions during testing of q-sytes units q-syte unit bonded to the yellow valve: there was leakage between the connection site of the q-syte and the yellow valve fluid leak test: q-syte units bonded to the clear, red, green, white and blue valves: no leakage was observed q-syte unit bonded to the yellow valve: there was leakage between the connection site of the q-syte and the yellow valve septum column tear assessment: no damage (tears) were observed along the column wall of the q-syte units. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition no damage (tear) was observed on the septum bottom disk. (B)(4). Investigation samples(s) meet manufacturing specifications: no, the returned q-syte unit bonded to the yellow provided for evaluation leak at the connection site. Conclusions: the defect leakage, as stated as the reported code was confirmed with the q-syte bonded to the yellow. The leakage was from the connection site between the q-syte and the yellow valve. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the q-syte unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was achieved with the testing performed on the q-syte. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. The returned q-syte units did not display any adverse characteristics that would contribute to leakage. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Manufacture of the reported lot # 6356749.